Event description:
Patient had a 6 fr. Corflo nasogastric/nasointestinal feeding tube placed in the right nare. Patient was receiving neocate infant formula at 31 cc/hour around the clock via pump. Patient was also given medications via syringe thru the nasogastric (ng) tube. Four days later, a pinhole leak was noted in the ng tubing when the tube was flushed with fluid using a syringe. The tube was then removed. No harm to patient.